Manufacturer narrative:
Subject device is not available.

Event description:
During treatment of an incidental aneursym, the stent kinked in the hub of the microcatheter; the procedure was completed using another stent. It was further reported that the patient had a distal bleed posttreatment. The physician stated the cause of the bleed was vessel perforation that was reported to be caused by either the guidewire or stent.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, vessel perforation and patient hemorrhage are known risk(s) associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, known inherent risk of procedure was assigned to this event.

Event description:
During treatment of an incidental aneursym, the stent kinked in the hub of the microcatheter; the procedure was completed using another stent. It was further reported that the patient had a distal bleed posttreatment. The physician stated the cause of the bleed was vessel perforation that was reported to be caused by either the guidewire or stent.